Event description:
It was reported that doctor was advancing a 1.4 kwire into the elbow. Upon x-ray, it was discovered that the kwire broke in half and was removed from the pt.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.